Manufacturer narrative:
(B)(4).

Event description:
It was reported the luer hub was found separated from the extension line during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the luer hub was found separated from the extension line during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one s-l catheter for analysis. Signs of use were observed on the catheter body and extension line. Visual inspection of the catheter revealed the distal extension line separated directly adjacent to luer hub. Portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. The catheter length measured 209mm, which is within the specifications of 201.5-210.5mm per product drawing. The distal extension line outer diameter measured 2.18mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4732mm, which is within the specifications of 1.42-1.50mm per product drawing. Functional inspection of the catheter could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.